Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend of the left ventricular pacing lead was decreasing.

Event description:
It was reported that the left ventricular (lv) lead impedances were decreasing, but later remained stable. The lv leads remains in use. No patient complications have been reported as a result of this event.